Event description:
When suturing with a free needle, physician passed suture in tissue and when it was pulled through she noticed the eye was broken off.

Manufacturer narrative:
The event reported on the user submitted medwatch was not reported to anchor products by the user. Anchor products received a copy of the user submitted medwatch from FDA on 04/20/2015. The initial reporter of the user medwatch was contacted. She confirmed that the physician was not able to find the broken eye. X-ray and magnets were used to confirm that there was no metal remaining. There were no patient implications. Anchor products reviewed the manufacturing records for the lot number involved. The records confirmed that the lot had been manufactured and tested as defined in anchor products procedures and specifications.